Event description:
The customer's mother reported via phone call indicating that the insulin pump had a crack under the insulin reservoir compartment in the window housing. Customer's blood glucose was 114 mg/dl. The customer's mother is unsure of how damage may have occurred. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification and no failed battery alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube and tube lip, cracked battery tube threads, and minor scratches on the display window.